Event description:
Percusurge guardwire plus was inflated in distal svg; verified by fluorosocpy. Aspiration catheter advanced. During next fluoroscopy the percusurge balloon was determined to be deflated. Md removed both aspiration catheter and percusurge wire. Md requested another device. The 1st device was mistakenly discarded in biohazardous waste.